Event description:
It was reported that when the device was used during a pelviscopy, the device punctured the bowel. As a result, a general surgeon was called in to repair the bowel in an open procedure. There was no further pt consequence.